Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to excessive vaulting and significant reduction of irido-corneal angles. A shorter lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/15.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the optic torn, the haptic torn/broken, and foreign material on lens surface. (B)(4). Report source is distributor, not user facility. (B)(4). Conclusion: per dfu for this lens model, vicl's are contraindicated of implantations in patients over the age of 45 years old. (B)(4).